Event description:
It was reported that there was an overstimulation sensation. This issue began wednesday, prior to the report. The patient met with his healthcare provider (hcp) and with a manufacturer representative for an adjustment on that wednesday. They adjusted it and the manufacturer representative cranked it up too high and the patient was having problems with it. It was bothering him and he wanted to meet with someone to adjust it. It was later reported that the patient was scheduled to have a system replacement. There were high impedances on 4 of the 8 available contacts and made it fairly limited programming. The patient understood how to turn down the stimulation at the time of the report. It was solely an issue of high amplitude. The patient reported feeling normal paresthesia with adequate coverage, despite limitations with programming. Historically, the patient had a rare comorbidity of neuropathic origin that had recently resurfaced. The symptoms of which were mistaken for the patients spinal cord stimulator. The office had deemed the symptoms as unrelated to the device. The patient had requested a new implantable neurostimulator (ins) during the lead revision, even though his current ins was in working condition. Information regarding patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3998, lot# j0424781v, implanted: (B)(6) 2004, product type: lead. (B)(4).